Event description:
It was reported that a bd insyte autoguard IV catheter had been placed in a patient's vein. During the night the patient pulled out the catheter. The catheter was found broken at approximately 2mm from the hub leaving approximately 1 inch of the catheter missing. It was presumed that the broken catheter fragment remained inside the patient's vein and patient was taken into surgery. The patient's vein was divided and explored but there was no evidence of a retained catheter.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).